Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture, and it was noted that the rv lead impedance and threshold had both increased significantly several months prior to the patient's implantable pulse generator (ipg) explant procedure. Given that the patient did not have a history of heart block the physician made the decision not to replace the rv lead. The lead remains active in the patient. In addition, the patient's ipg reached unexpected battery longevity and the battery depletion reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.